Event description:
Reporter stated that the resident of (B)(6) was watching television and one of the healthcare workers took her oxygen tank and fill it with oxygen and brought it and put it back on the resident¿s wheelchair. At that point it made a whistling sound. The healthcare worker release the valve and the sound stopped. Approximately 20 minutes later the resident was taken to the dinning room and parked at her seat to eat. There was no evidence of anything wrong with the tank. 2 minutes 87 seconds the healthcare worker laid his eyes on the oxygen tank, he saw the oxygen was engulfing the resident and it froze on her face. Her nose was completely frozen. Resident was attended by a nurse and taken to the hospital. Bleeding was coming from her nose and her mouth. She was transferred to the burn unit. She got frostbite on her nose and it was a 3rd degree burn. Fill it.